Manufacturer narrative:
Ams aware date corrected.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap is detached and not returned with the product; the metal cap exhibits moderate char on metal surface; the outer flow tubing exhibits moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 38 joules of use and 8 minutes, the fiber was exchanged. The procedure was completed using the second fiber. There was "no injury to patient" reported. Additional information wasn't reported.